Event description:
A malfunction was reported with the code malf 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and the level remained within a normal range. The customer received assistance from technical support, which provided information on how to reset the pump, and helped the customer successfully reset it. No additional information regarding the outcome of the event was reported.